Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report under conclusion code(s). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the external pulse generator (epg) had a printed circuit board (pcb) out of specification. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently, tested out of specification during manufacturer's analysis. There was no patient involvement.